Manufacturer narrative:
The conclusions are as follows: the cardioversion procedure which consists of applying high energy to the patient has charged the pacemaker at the same time (paddle too close to the device). This charge is detected as a false detection and has generated an implant¿s inhibition. This phenomenon is seen by artifacts observed on the signals. This phenomenon lasts as long as the cardioversion procedure is applied. Following the cardioversion procedure, the pacemaker does not have any possibility to discharge since the mode programmed is bipolar mode. The workaround to restore the pacing function is to program the pacing in unipolar mode which will allow to discharge the can. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
During a cardioversion (ecv) procedure, the pacemaker has been fully inhibited and no backup pacing was available. They use a zoll defibrillator r series surepower battery pack, biphasic shock of 120joules. Patches are placed anterior posterior. When ecv is performed in this hospital with our pacemakers all staff is already prepared for reanimation on our pacemakers.

Event description:
During a cardioversion (ecv) procedure, the pacemaker has been fully inhibited and no backup pacing was available.they use a zoll defibrillator r series surepower battery pack, biphasic shock of 120joules. Patches are placed anterior posterior. When ecv is performed in this hospital with our pacemakers all staff is already prepared for reanimation on our pacemakers.